Event description:
It was reported that stent dislodgement occurred. The stenosed target lesion was located in the left anterior descending (lad) artery. Following the advancement of a non-bsc guide catheter and a guidezilla guide catheter extension, a non-bsc guide wire was selected to cross the lesion. A 3.50x20mm promus premier¿ drug-eluting stent was then advanced to treat the lesion. However, the stent came off the balloon inside the guide catheter. The physician removed the devices altogether at one time. The procedure was completed by inserting a new guide catheter and another stent of the same size. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).